Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there were no circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Event date is estimated.

Event description:
Device 2 of 2. Mfg reference report number: 1627487-2021-02302. It was reported that the patient's left s-1 lead migrated. Revision surgery occurred on (B)(6) 2021 to address this issue. Both of the patients leads are being reported as it is unknown which lead migrated.